Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that their ilet would not power on. When placed on the charging pad, the device briefly turned on, entered the setup screen, and then powered off again. The user had been on multiple daily injections (mdi) since. A replacement ilet was arranged for overnight shipping, with instructions provided for returning the defective unit and completing setup on the new device. Blood glucose (bg) was not affected. No symptoms, outside assistance, or medical intervention were reported.